Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation reveals that the device has broken jaws, but not returned with the device. Hence, the complaint is confirmed. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing them to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. We cannot determine a definitive root cause for this failure. A device history record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that unrelated to any procedure, the customer's expressew iii without hook jaws have broken apart from the device. The sales rep did not know how or when this occurred and did not know what date this happened. That the device has broken jaws that were not returned for evaluation. It was reported that there were no surgeries involved; therefore, no patient involvement or delays. The sales rep was not present and could not provide any additional information. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.